Event description:
Respiratory therapy (rt) reported the ventilator began alarming low o2 while in use on a patient. On the second occurrence of the alarm the rt bedside reported the patient's o2 saturation dropped from baseline. Rt reported the patient's baseline saturation was 94-95% adn decreased, but didn't drop below 90%. The rt decided to switch the patient to another vent. The patient was bagged while being transferred to another ventilator. There was no patient injury or impairment. The 02 supply source in the room was checked by rt and found to be ok. Respironics service technician reported he was unable to duplicate the customer reported problem. Performance verification testing was performed, and the ventilator passed per operating specifications.